Event description:
It was reported that bd q-syte closed luer access leaked at connection. The patient was treated for internal carotid artery nasal congestion, and when the nurse gave the patient an infusion, she found that the septum needleless injection cap was leaking at the connecting interface and suspected that the product quality was a problem, so she stopped using it immediately and replaced it with a new one after the treatment was carried out normally.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.